Event description:
Son was subjected to hours of inadequate oxygen, only one doctor on duty, nurse failed to do anything, doctor eventually came in, used vacuum machine and pulled him with force after one push. Son had horrific blood cord gasses, has had seizures since 8 hours of life, diagnosed with cerebral palsy as a result. The hospital tried to sweep the entire incident under the rug and I am almost positive that they have never reported this incident. Please follow up to see if they have reported that they used a vacuum to assist in the delivery that took place at 5:56 on the morning of (B)(6) 2005, I beg of you, this hospital failed the standard of...and deserves every possible sanction for their lack of integrity within the medical community. If they did not report this one, it makes me wonder how many others they have not reported that had serious injuries. My wife still to this day needs reconstructive surgery because of the use of force with the vacuum. Vacuum assist was administered on the morning of (B)(6) 2005 by dr. (B)(6) who is employed by (B)(6) hospital.